Manufacturer narrative:
The event of explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted.